Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 375mg/dl at the time of the incident. The customer reported that they were getting bolus is not deliver and blood glucose was 400mg/dl and today it was 375mg/dl. The customer treated it with pump. The pump passed self-test. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.